Event description:
The manufacturer received information alleging a ventilator's front panel could not be accessed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel board needs to be replaced to address the issue.